Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented with loss of capture and increased capture was observed. X-ray did not reveal dislodgement. The lead was explained and replaced. The patient was stable.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.